Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple pause episodes via remote transmission. Review of the episodes revealed the episodes were falsely triggered due to undersensing. The patient will continue to be monitored.

Event description:
New information received notes that software was successfully updated. The patient was stable the whole time.